Event description:
The clinician reports that the day the implant was placed in ADA 9, failure occurred upon insertion. Details of surgery: Primary stability not achieved, Implant surface not completely covered with bone and Immediate extraction site. The device was forwarded to the manufacturer. At the event the patient experienced: Bleeding. No further patient complications were reported.